Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was visually inspected and one of the four prongs on the tip was missing/fractured. A review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. Conclusion: the device's age is the probable root causes of the event, as per the sales rep: "we have had this for a long time."

Event description:
It was reported that the surgeon was using the xia ii poly adjustment driver to remove a screw and the tip broke.

Event description:
It was reported that the surgeon was using the xia ii poly adjustment driver to remove a screw and the tip broke.